Event description:
It was reported that 1 unspecified bd¿ syringe cannula broke off in the left arm after dispensing medication. The following information was also provided by the initial reporter : date of event: unknown. Samples: not available.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Medical device manufacture date: unknown. Exec summary: no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event CAPA/sa based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 unspecified bd¿ syringe cannula broke off in the left arm after dispensing medication. The following information was also provided by the initial reporter : date of event: unknown. Samples: not available.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Medical device manufacture date: unknown. Exec summary: no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event CAPA/sa based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review no DHR review can be carried out as the lot number is unknown.